Event description:
Per the clinic, the patient experienced a magnet dislodgement (reverse polarity) during an MRI (3 tesla) on (B)(6) 2025. The patient's head was not wrapped as recommended by cochlear. The patient subsequently underwent a revision surgery on (B)(6) 2025 to reposition the same internal magnet to the correct orientation. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.